Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt reported they've been without stimulation/therapy for 3 days. Caller stated typically they're in group c program 1 but it just stopped working and keeps saying it's not compatible. Caller stated they tried charging the implant and controller to make sure they were both full but this did not resolve the issue. Caller stated they were able to get ahold of a rep earlier today who had the patient switch to group b which caller could feel the stimulation but only on one side of the body, and they can't turn the settings up. Caller confirmed they were seeing the message "settings not available." Caller then noted that for the past 3 days they have had a burning, pricking pain/sensation between their shoulders in their back that's been waking them up at night. Caller stated this sensation started while the therapy was still on and working but continued since the therapy stopped working. Caller stated it finally went away after this morning. Caller asked if it's possible that a lead came loose and is burning them. The patient was redirected to their healthcare provider to further address the issue and have the system interrogated. On 10/5, rep reported that there was high impedances. Electrode 4 and 15 at 40,000 ohms. Patient had return of pain .the cause was unknown. Programmed around oor and impedance check. The issue was resolved.